Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the doctor was calling and they were seeing the patient for the first time. The patient indicated at some point in time they were told impedances were good. The patient stated when stimulation was on and if they moved their head or trunk they got a shock-like sensation in their right arm and the patient was no longer receiving clinical benefit. The patient had previously had abnormal impedances, possible open circuit. There were no falls or emi reported. The patient¿s impedances at 3.0v were as follows: c-0 6172, c-1 5229, c-2 10,200, c-3 9691, 0-1 3484, 0-2 8920, 0-3 7672, 1-2 7529, 1-3 7439, 2-3 9273. The patient reported that the doctor had already palpated the system and they couldn¿t get stimulation or recreate the shocking sensation. Technical services reviewed troubleshooting along with reprogramming and potential intra-op testing to determine problematic components and possible need for replacement. Technical services reviewed potential or damage or component pulling out of place. The caller indicated they would try stimming on 0-1, but if surgical intervention was needed beyond the pocket site, the patient would likely need to go to (B)(6). The caller couldn¿t give a specific date but reported that the ¿patient just woke up one day¿ with the issues. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1nzf1, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the current status of the device was unknown to that hcp office and was with another office. The resolution was unknown as the device hadn't been turned on yet post-repair.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1nzf1, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep called in and stated that the patient was having a lead revision today due to the impedance issues. The caller stated an x-ray was done (believed it was done september) and it showed the lead was fractured and the caller didn¿t believe the issue stemmed from an accident the patient had but they didn¿t have all that information on that. The caller stated it appeared the extension/lead were pulled down during the incident. Additional information was received from the doctor stating that the cause of the impedances and shocking was a fractured lead. The patient was referred to a neurosurgeon for lead repair and the issue was said to be resolved.